Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display (lcd) monitor did not power on due to a power supply issue. The issue occurred during service or maintenance. There were no reports of patient involvement.